Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with the following pre-op diagnosis: pseudoarthrosis with radiculopathy. The patient underwent the following procedures: posterior spinal fusion from c4 to c6, posterior spinal instrumentation from c4 to c6. As per operative notes, ¿..two rods were carefully contoured locked into place and tightened with the set screws. From that standpoint bone out was placed in the lateral gutters with rhbmp2/acs and mastergraft.¿ the patient tolerated the procedure well without any intraoperative complications.